Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal'). In a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B88830-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagia with irregular cycle / menorrhagia with irregular cycle"), abdominal distension ("bloating"), dyspareunia ("dyspareunia"), endometriosis ("endometriosis") and menstruation irregular ("haemorrhagia with irregular cycle / menorrhagia with irregular cycle") and was found to have uterine leiomyoma ("probable uterine fibroids"). The patient was treated with surgery (essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, uterine leiomyoma, abdominal distension, dyspareunia, endometriosis and menstruation irregular outcome was unknown. The reporter considered abdominal distension, dyspareunia, endometriosis, menorrhagia, menstruation irregular, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2016. Number of trailing essure coils: left 5. Number of trailing essure coils: right 4. Lot number ( b88830 ) is invalid. Most recent follow-up information incorporated above includes: on 10-aug-2020: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B88830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("hemorrhagia with irregular cycle / menorrhagia with irregular cycle"), abdominal distension ("bloating"), dyspareunia ("dyspareunia"), endometriosis ("endometriosis") and menstruation irregular ("hemorrhagia with irregular cycle / menorrhagia with irregular cycle") and was found to have uterine leiomyoma ("probable uterine fibroids"). The patient was treated with surgery (essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, uterine leiomyoma, abdominal distension, dyspareunia, endometriosis and menstruation irregular outcome was unknown. The reporter considered abdominal distension, dyspareunia, endometriosis, menorrhagia, menstruation irregular, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2016. Number of trailing essure coils: left 5. Number of trailing essure coils: right 4. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical records received. Lot number added. Event medical device removal updated to pelvic pain. Events added from mr- hemorrhagia with irregular cycle / menorrhagia with irregular cycle, probable uterine fibroids, bloating, dyspareunia, endometriosis. Reporter information, medical history, date of birth were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.